Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was treated for a fracture of the femoral diaphysis. The femoral nail was found to be fractured on (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An evaluation was conducted and it states that the nail is indeed partly broken off. The cross section surface shows no irregularities. The screws are still intact. Since no detailed clinical information is available, we are not able to determine the exact cause which has lead to the breakage of the nail. No product fault could be detected. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.